Event description:
It was reported that during a coil embolizatoin procedure, the subject device became stuck in the catheter tip. When the physician withdrew the microcatheter, the coil detached within the microcatheter. The physician removed the detached coil along with the microcatheter without any clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was disposed; therefore, physical analysis cannot be performed. Based on the information available; it is likely that procedural factors caused the migration. Product was disposed at hospital.

Event description:
It was reported that during a coil embolization procedure, the subject device became stuck in the catheter tip. When the physician withdrew the microcatheter, the coil detached within the microcatheter. The physician removed the detached coil along with the microcatheter without any clinical consequence to the patient.